Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
¿The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.¿ it was reported that the ventilator failed the internal leakage test during pre-use check. The evaluation of the provided logs confirms the pre-use check failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the nozzle unit of the air gas module. By a provided picture, it can be seen that the nozzle unit¿s feather spring is broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established. However, a general investigation of broken nozzle unit¿s feather springs has concluded that the feather spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).